Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information states that the castor completely stripped the plastic housing on the bottom tray. The cart was discontinued at the time of the event. In addition, the legal manufacturer reviewed the content of this complaint and reported that the customer decline the request to return the castor; therefore, no investigation could be performed.

Manufacturer narrative:
The cart will not be returned to the service center for evaluation. The user facility has opted to replace the cart.

Event description:
The service center was informed that while removing the cart from the user facility¿s storage area, the castor wheel broke. It was observed that the castor wheel had stripped threads. There was no patient involvement. There was no injury reported.